Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that a recent CT revealed that the aneurx aortic cuff has migrated distally with a type I endoleak. The physician stated the cause of the migration and distal type I endoleak was patient anatomy related, disease progression with aortic neck dilatation. The physician elected to implant an endurant 32x14x102 aui device with double snorkel of renals landing the aui device distal to sma, performed fem- fem bypass and implanted an amplatzer plug in the left iliac limb. The migration and type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.